Event description:
The patient was scheduled for spinal anesthesia for a scheduled repeat c-section. The anesthesiologist attempted spinal anesthesia 4 times, each with cerebrospinal fluid (csf) return, and negative for heme; however, there was no paraesthesia. "Patient spinal did not set." The anesthesiologist stated, "I've never seen anything like it." The decision was then made to do the surgery under general anesthesia, which was easily induced...after delivery, "the patient was awakened and taken to the recovery room in a stable condition. The baby was also stable at the bedside."what was the original intended procedure?c-section.device #1is this a laboratory device or laboratory test?no.